Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator slowly stopped oxygenating. The initial arterial blood gas analysis showed partial pressure of oxygen (po2) 315. One hour later, po2 135, fraction of inspired oxygen (fi02) 90. 15 minutes later, po2 151, fi02 100, 15 minutes later, po2 151, fi02 100, 15 minutes later po2 127. Oxygen was switched to a tank at 100%, p02 160. Came off pump and did not need to go back on. No consequence or health impact to patient. Product was not changed out . Procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.